Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient reported that her back was irritated and that the skin had started to peel and bleed, but has since healed. She reported that she saw her doctor for the issue and that he had recommended the use of coconut oil on her skin. She reported that the irritation had improved.